Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical study. Same case as MFR# 6000089-2007-01188, -01190, -01189. It was reported that post index procedure, the patient had a target vessel revascularization. The index procedure treated 5 target lesions. Target lesion 1 was a de novo lesion in the svg to diagonal with 80% stenosis, 41 mm length, and a 2.3 mm reference vessel diameter. Target lesion 1 was treated with pre-dilation and placement of overlapping 2.5 x 24 mm and 2.5 x 16 mm taxus express2 stents. Following post-dilatation, residual stenosis was 0%. Target lesion 2 was a de novo lesion in the ramus with 70% stenosis, 12 mm length, and a 2.3 mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of a 2.5 x 16 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 3 was identified as an ostial bifurcated lesion in the proximal lcx with 100% stenosis, 35 mm length, and a 2.3 mm reference vessel diameter. Target lesion 3 was treated with pre-dilatation and "crushing" technique using a 2.5 x 16 mm taxus express2 stent. Following post-dilatation, residual stenosis was 0%. Target lesion 4 was identified as a de novo bifurcated lesion in the 1st om with 60% stenosis, 24 mm length and a 2.8 mm reference vessel diameter. Target lesion 4 was treated with direct stenting using overlapping 2.5 x 12 mm and 2.5 x 8 mm taxus express2 stents. Following post-dilatation, residual stenosis was 0% target lesion 5 was a de novo bifurcated lesion in the proximal lcx with 60% stenosis, 24 mm length and a 2.8 mm reference vessel diameter. Target lesion 5 was treated with "crushing" technique with the placement of a 2.75 x 28 mm taxus express2 stent in overlapping fashion with a previously placed stent. Post dilatation stenosis was 0%. The patient was discharged one day later on asa and plavix. On day 364, the patient was admitted with a 1-2 week history of exertional chest pain. That day, the patient had climbed up a ladder and when he came down he had sudden experience of nausea and significant diaphoresis. He felt ill and sat down by his car and then had syncope. He was brought to the emergency room soon after this episode and was hyperglycemic. Treatment with sublingual nitroglycerin at the emergency room resolved the chest pain. On day 367, the pt was treated with angioplasty of the 1st om for 90% diffuse in-stent restenosis. The patient was discharged one day later on aspirin and plavix. In the opinion of the physician, there is a probable relationship between the tvr and the taxus stent.